Event description:
Reported events 3 cases of "capsular contracture," baker grade unspecified, from journal article: "risks and benefits of using an absorbable mesh in one-stage immediate breast reconstruction: a comparative study," plastic and reconstructive surgery, volume 135, number 3, p 498e - 507e, march 2015. Side is unk. Treatment has occurred.